Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Sample 1 initial total bilirubin result was 0.3 mg/dl and the repeat result was 1.54 mg/dl. Sample 2 initial total cholesterol result was approximately 30 mg/dl and the repeat result was "within normal range". The specific repeat result could not be provided. On (B)(6) 2025, sample 3 initial total cholesterol result was 33 mg/dl and the repeat result was 192 mg/dl. On (B)(6) 2025, sample 4 initial total cholesterol result was 8 mg/dl and the repeat results were 176 mg/dl and 172 mg/dl.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer found the rinse tube was cracked, crystallization on the ultrasonic mixer, and mold on the vacuum line. He found there was a sample dispensing failure and performed a sample probe position adjustment. He replaced the rinse tubing and ultrasonic mixer. He checked the sample and reagent probes, washing, gear pump, and blank cells. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found a droplet on the probe and an issue with the syringe unit. He replaced a valve and the syringe unit. He performed a mechanism check and a gear pump pressure check. He adjusted the reagent probe and sample probe. He performed cell blank measurement and quality controls with no issues. The investigation determined the issue was resolved after the service actions. General reagent issues were excluded as the result believed to be correct was obtained using the same reagent.